Event description:
Event was reported to caldera medical by an attorney. Legal complaint states the patient suffered severe pain/discomfort, painful intercourse, trouble with bladder, trouble with bowel movements, and urinary retention/leakage.